Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was oversensing on the near-field channel which resulted in a non-sustained lead noise episode. The device was reprogrammed and patient will be monitored.